Event description:
The pt reported his infusion device fell in the snow on (B) (6) 2010. One day later, his blood glucose elevated to over 800 mg/dl and his wife called the emergency doctor. The insulin cartridge was broken. The pt's normal blood glucose level is 140 mg/dl. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.